Event description:
The customer contact reported no flow. On an unspecified date, the primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, the male adapter of an unspecified syringe pump tubing set was connected to the distal clave y-site of the primary tubing set to deliver an unspecified solution. After an unspecified length of time, no flow of solution was noted through the distal clave y-site; however, an unspecified volume of solution leaked at the connection of the clave y-site and the syringe pump tubing set. The customer contact reported the nurse attempted to manually flush the distal clave y-site of the primary tubing set with an unspecified solution; however, no flow of solution was again noted. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, no flow of solution through the distal clave y-site of the primary tubing set was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.